Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported for daughter via phone call for high blood glucose no delivery alarm. Blood glucose at the time of incident was 489 mg/dl. Customer reported that last night daughter did not get alarm low reservoir and it ran out of insulin. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reported that event was resolved by reservoir change. The insulin pump will not be returned for analysis and reservoir will be returned for analysis.